Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 5.5 (lot #228759); 0.7 (lot #233029); 1.1 (lot #227886). According to the distributor, a few measurements were higher than 7.5 but the lab test results were between 2 and 3 inr. These were all measured with lot #228759.

Manufacturer narrative:
Investigation pending. Add'l lot #s: 233029, 227886.